Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cut white power lead was confirmed. The system controller (serial #: (B)(6) was returned for analysis. Due to the cut white power lead, the system controller power leads needed to be replaced with test cables to perform preliminary and functional testing. However, when the dual power leads of the system controller were replaced, the system controller would not communicate with the system monitor. The main printed circuit board (pcb) was then replaced with a test pcb, which resolved the communication issue. The system controller then underwent preliminary and functional testing and operated as intended. The original main pcb was further troubleshot to investigate the communication issue. The communication portion of the circuit was measured and the signals from the original pcb were compared to those of a good, functional pcb. The issue was narrowed down to either chips u9 or u41. The u9 chip was replaced first; however, this did not resolve the issue. It was then conclusively determined to be due chip u41; however, this chip was unable to be removed/replaced due to the thermal pad. Removing this chip would have caused damage to the board. No further troubleshooting was performed. The root cause of the reported damage to the white power lead was conclusively determined to be due to the patient accidentally cutting the power lead during yard work, and the root cause of the resulted communication issue was conclusively determined to be due to damage to chip u41 on the main pcb. Heartmate iii instructions for use section 3 entitled ¿powering the system controller¿ and heartmate iii patient handbook section 3 entitled ¿powering the system controller¿ addresses not to twist, kink, or bend any of the system cables, including the system controller power leads. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller passed all manufacturing and qa specifications before being shipped to the customer on 27feb2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2021-02174. It was reported that the patient was applying their own rescue tape to driveline at home after doing yard work. The patient cut the white power lead accidentally instead of the tape. The lead was noted to have green oxidation, as well. The patient lost ability to control the controller via white lead and lost ability to power the controller via the white lead. Low power alarm and beeping were also reported. The controller was exchanged and the patient was doing well at home.